Event description:
It was reported during a supraventricular tachycardia procedure, sometimes the temperature would not display. The catheter was changed to complete the procedure. Upon request, additional information was provided on the event. The issue occurred after the catheter was connected. There was no ablation delivered with this issue. There was no error message. The initial reported complaint itself was not indicative of a reportable event because the complaint issues were highly detectable without any patient consequence. Upon visual inspection of the returned complaint catheter on (B)(6) 2013, the bwi failure analysis lab noted that the proximal end of the anchor window was separated from the lumen material and also had brownish colored residues inside of it. Additional clarification was requested on the returned catheter condition, but no additional information has been received. The returned catheter condition is indicative of a reportable event, thus marking (B)(6) 2013 as the awareness date for this report.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted.(B)(4).